Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).